Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, occurring irregularly up to twice per day, and an attempted software update stalled during troubleshooting after the device had been operating, consistent with a device key or button malfunction associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive key or button localized to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.